Event description:
It was reported that water leaked while using the arctic gel pads, so they checked and found that a part of the arctic gel pad was torn. Per sample evaluation results on 20jun2024, it was reported that the physical sample received for this complaint (lot number #nghr0104) was a different pad kit with a different lot number. Chipped connectors were found during evaluation of (lot number #nghr010). Per sample evaluation results on 09jul2024, it was reported that the separated hydrogel layer seen during evaluation of the returned photo samples.

Manufacturer narrative:
The reported issue was confirmed, manufacturing-related. The root cause of the reported issue is an air leak through separated tubing that was taped together underneath the foam jacket. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present with no original packaging. One photo of a pad sticker was received from the customer. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. Minor chipping seen on the ends of the left chest pad connector. Pr# 10390452 was opened to capture this finding. No visible chips or deformities at the ends of all other connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. The film was not aligned to any hydrogel layer, indicating that the customer had removed the film before returning the pads. No crushed dimples or signs of overlamination in the pads. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked while using the arctic gel pads, so they checked and found that a part of the arctic gel pad was torn. Per sample evaluation results on 20jun2024, it was reported that the physical sample received for this complaint (lot number #nghr0104) was a different pad kit with a different lot number. Chipped connectors were found during evaluation of (lot number #nghr010).

Manufacturer narrative:
The reported issue was confirmed, manufacturing-related. The root cause of the reported issue is an air leak through separated tubing that was taped together underneath the foam jacket. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present with no original packaging. One photo of a pad sticker was received from the customer. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * minor chipping seen on the ends of the left chest pad connector. Pr# (B)(4) was opened to capture this finding. No visible chips or deformities at the ends of all other connectors. * tubing for all the pads noted no kinks present. * hydrogel was intact with pad and not separated. The film was not aligned to any hydrogel layer, indicating that the customer had removed the film before returning the pads. * no crushed dimples or signs of overlamination in the pads. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked while using the arctic gel pads, so they checked and found that a part of the arctic gel pad was torn. Per sample evaluation results on (B)(6) 2024, it was reported that the physical sample received for this complaint (lot number #nghr0104) was a different pad kit with a different lot number. Chipped connectors were found during evaluation of (lot number #nghr010). Per sample evaluation results on (B)(6) 2024, it was reported that the separated hydrogel layer seen during evaluation of the returned photo samples.